Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported failure could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent probe damage. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic liver resection procedure, the probe broke in two pieces while inside the patient. The surgeon retrieved both pieces by hand. No patient injury was reported. The intended procedure was completed using a different but similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation results of the returned device and to update the sections of this form. The device was returned to olympus for evaluation. A visual inspection on the received condition was performed of the device and there was large amount of tissue build up. The ptfe pad (tissue pad) was inspected and found to have normal wear with no metal exposed. The probe check was unable to be performed due to the probe unit being broken off. The missing portion of the probe unit measured approximately 17mm and was not returned for evaluation. The device was attached to the test (B)(4) generator and u509 error code message was observed. The root cause for the broken probe is most likely due to the probe coming into contact with a hard or metallic surface during activation.